Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found inside the packaged bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from polish: "while removing the syringe from the package noticed "hair" inside the factory-packed syringe."

Event description:
It was reported that hair was found inside the packaged bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from polish: "while removing the syringe from the package noticed "hair" inside the factory-packed syringe"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 09-nov-2022 h6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2207236. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, a hair was observed outside of the plunger component, out of the fluid pathway, confirming the reported incident. It has been determined that the hair was most likely lost during production due to a mishap with the manufacturing facility¿s strict good manufacturing practices. It is also possible that the hair was introduced through raw materials used. The hair ended up in the assembly machine which then resulted in the observed defect.